Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the down, ok and up buttons were under-responsive to user presses. The reporter stated that the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigators were unable to confirm the original complaint; investigation revealed an intact and fully responsive keypad. Upon removal of the keypad cover, contamination was found under the ok button contact. Unrelated to the original complaint, the display screen was dim and faded. In addition, the battery compartment was cracked.